Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported that patient came with infection at tooth site 16. Pain around the implant, phlegmon and abscess were reported as a result of the event. Doctor prescribed medication and scheduled an appointment for implant removal, change of prosthesis and treatment.